Event description:
During a lap hysterectomy procedure, ace stopped working half way through case. Noted a solid tone followed by an error code 5. Case completed with new ace. No consequences to the patient.